Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The reported issue was not confirmed during testing. Based on the results of the investigation, a definitive root cause for scope communication error (b30) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned as the issue was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source displayed b30 scope communication errors with multiple scopes. There were no reports of patient harm.